Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. The piston rod reportedly was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: a review of the black box history revealed multiple rewind steps performed in succession. There were no motor alarms observed in the black box history. There was no evidence of debris found inside the cartridge compartment. The rewind step was performed and the piston fully retracted on the first attempt. The load and prime steps were completed with no unusual issues or cs alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no unusual issues or cs alarms occurring. The rewind step was repeated after a 24 hour duration test and the piston fully retracted in accordance with normal operation. The pump case was removed and the motor flex was found to be seated properly in the connecter. There were no defects found to the motor assembly. The returned battery cap was used to complete the investigation. The reported rewind issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.